Event description:
Complainant alleged that during a routine shift check by a clinician, the cable would not connect to the multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.